Manufacturer narrative:
The reported events of high pacing impedance and failure to capture were not confirmed. A complete lead was returned in one piece. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were noted.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead failed to capture at high output and pulse width and exhibited high pacing impedance. The ra lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.